Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055 cer bioloxd option hd 28mm 190320, 11-301302 arcos con sz b std 60mm 084750.  Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01077. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient was revised to address multiple dislocations and failed multiple conservative treatments. Intra-operatively, a grossly unstable hip with lots of hematoma as well as a greater trochanter fracture was identified. No further information has been made available at this time.

Manufacturer narrative:
This report has been submitted to relay additional information. Reported event was confirmed by the review of op notes and x-rays. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03279, 0001825034-2018-01077, 0001825034-2018-01078.